Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue an occlusion issue with their soft cannula infusion set. Troubleshooting was performed by disconnecting the tubing, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The occlusion alarm did not recur, indicating that the blockage was likely at the site. The patient removed the site and observed that the cannula was compromised. The patient stated that the infusion set cannula was kinked and noticed symptoms 3 or more hours after insertion. The infusion set was inserted in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient changed supplies and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.